Event description:
It was reported that a m.blue (part # fx816t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be not adjustable. The patient will be reviewed again in six (6) weeks. At this review, the surgeon will decide whether the product should be explanted or not.

Manufacturer narrative:
Manufacturing site evaluation: the valve is still implanted and an investigation could not be performed. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing and quality control data: the m. Blue® was manufactured by a qualified employee in december 2020. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a fixed/ normal pressure range of 5 to 45 cmh2o. The valve was inspected as article fx816t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m. Blue® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the acceptable tolerance in the horizontal and vertical position. Internal inspection: after dismantling of the valve, deposits were found in m.blue®. Results: based on the results of our investigation, we were able to determine at the time of our investigation an accelerated outflow and adjustment difficulties at the valve. The identified deposits can be named as the cause for the functional deviations. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.